Event description:
It was reported that both the atrial and right ventricular (rv) leads dislodged during an atrial ablation procedure and atrial lead pocket revision. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant: product ID 407645 lead implanted: 2013-(B)(6). (B)(4).